Manufacturer narrative:
H3- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B4- corrected to 07-jun-2021. G3- corrected to 07-jun-2021 in initial MDR. G4- this product is not marketed in the us. Additional information: b5- the reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens with diopter -10.5/+2.0/087 was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) the lens was removed and replaced on (B)(6) 2021 with a lens of different toric model, similar power, and longer length due to lens rotation not associated with a low vault and dislocation/subluxation. It is unclear whether this was done within the same procedure. Per email on 10-dec-2021 it was reported that "the tass was observed in the replacement lens which subsided with the medical therapy." Post operatively, it was reported that the "patient is doing fine with adequate vault and no rotation post surgery".

Manufacturer narrative:
Additional information: b5 - the reporter indicated that a implantable collamer lens was implanted into the patient's left eye (os). The lens was replace with a longer length lens due to lens rotation not associated to a low vault and dislocation/subluxation. This resolved the problem. Claim# (B)(4).

Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). PMA/510k: this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted into the patient's left eye (os). Lens rotation not associated to a low vault and dislocation/subluxation was observed. The lens was repositioned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.